Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system inappropriately shocked the patient due to a sudden decrease in the r wave, leading into t wave oversensing. Technical services (ts) highly recommend a defibrillation threshold (dft) test to confirm adequate sensing for therapy and an x ray. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, noise was oversensed on shock channel. The field representative thinks that the patient dislocated the shoulder a couple of months ago. There was not oversensing on right ventricular (rv) lead nor right atrial (ra) lead. Technical services (ts) indicated that looks like muscle movement detected on shock channel. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system inappropriately shocked the patient due to a sudden decrease in the r wave, leading into t wave oversensing. Technical services (ts) highly recommend a defibrillation threshold (dft) test to confirm adequate sensing for therapy and an x ray. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.